Event description:
A report was received stating that the tracheostomy tube cuff was found to be leaking after 11 days in use. No adverse effects to the patient were reported.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Upon functioning testing, the cuff was found to loose pressure and become deflated. Visual inspection observed a hole in the tracheostomy tube's inflation line. Manufacturing performs 100% pressurization testing on the tracheostomy tube's inflation systems. Had the damage been present at that time, it would have been detected and the device would have been scrapped. Inspection and testing of the device could not determine a root cause for the damaged inflation line.